Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection and adverse event were reported. The patient stated during the patient's g5 mobile application had a loss of connection and during that time, they experienced a hypoglycemic attack. It was indicated that the patient was sweating and talking nonsense, so the patient's wife measured the patient's blood glucose and the meter was reading 1.5 mmol/l. The patient was given cola and 30 minutes later, he regained full consciousness. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The root cause could not be determined.